Manufacturer narrative:
(B)(4). The patient (pt) experienced peritonitis manifested by severe stomach pain and was hospitalized on the same day for the event. At the time of this report the stomach pain was ongoing. On the same day as being admitted, pd therapy was discontinued for an unknown reason. The cause of the peritonitis was unknown. On an unknown date in the following month, the patient?s pd catheter was removed and the pt was started on hemodialysis (hd). At the time of this report, the pt was recovering from the peritonitis and hd therapy was ongoing. Additional information was requested but is not available.

Event description:
It was reported that while the home patient (hp) was hospitalized for an unrelated reason, the hp experienced peritonitis. It was not reported if the peritonitis event prolonged the hospitalization, nor was the treatment reported. On an unreported date, the peritoneal dialysis therapy was discontinued and the patient was moved to hemodialysis. On an unreported date, the patient was discharged from the hospital. No additional information is available. This report is 3 of 4 for this event.

Manufacturer narrative:
(B)(4). The actual occurrence date was unknown; however, it was reported that the event occurred sometime in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number h13e22040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).